Event description:
It was reported that during reprocessing of the fenestrated bipolar forceps instrument, it was noted that the wires on the instrument were frayed. There was no report of fragments falling into a patient.

Manufacturer narrative:
The instrument was returned and evaluated. Per the customer reported complaint, failure analysis investigation observed that the pitch cable was found to be frayed at the distal clevis hub. The frayed strands stuck out at the wrist. Other cables at wrist were undamaged. No other damage found. The instrument passed electrical continuity testing. The customer reported complaint does not itself constitute a MDR reportable event; however; the damage to the instrument's pitch cable could cause or contribute to an adverse event if the failure mode were to recur.